Manufacturer narrative:
A4 is unknown. 'High purge pressure' failure mode added due to purge issue complaint by customer. No product or images were returned for analysis. No data logs were returned for analysis. Packaging issue: no product or images were returned for analysis. Clinical mention 0.027" guidewire was missing from packaging. The root cause of the packaging issue was not determined as no product or images were returned for analysis. High purge pressure: no product or data logs were returned for analysis. The root cause of the high purge pressure was not determined as no product or data logs were returned for analysis.

Event description:
It was reported that a patient implanted with an impella rp flex experienced a drop in purge flow and an increase in purge pressure. Correct positioning of the pump was confirmed, and the patient was treated with alteplase. Later patient expired.